Event description:
A physician attempted an arteriotomy using the starclose device and he could not remove the device. Another physician popped open the back of the device and manually retracted the vessel wings and pulled the device out. The clip was fired and hemostasis was achieved.

Manufacturer narrative:
The returned device showed a pusher body to shaft nylon joint bond failure. Review of the device history record for this lot did not produce any findings relevant to this incident. We have identified a malfunction that has met the criteria for reportability. Subsequently, we have determined that this event is reportable as a "product problem (malfunction)".